Manufacturer narrative:
The customer replaced the flow sensor. No ge service performed. Age or date of birth, weight, ethnicity, and race: no information available. Legal manufacturer: hcs (B)(4). The customer replaced the flow sensor. No ge service performed.

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.